Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging the insulin-carbohydrates ratio setting was incorrect on the meter screen and the reporter was unable to confirm the insulin-carbohydrates ratio setting on the pump. No additional information was provided and troubleshooting was unable to be completed. Several unsuccessful attempts to contact the patient have been made. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/01/2017 with the following findings: unable to duplicate the complaint, pump information for complaint has been overwritten. No meter was returned with the pump. The bb starts on (B)(6) 2017. Due to continuous use of the pump the black box data/histories/I:c ratio for the compliant date have been overwritten.. Pump returned with the I:c ratio set to 7g at 00:00, 5g at 07:00, 6g at 10:00, 6g at 12:00, 7g at 15:00, 5g at 17:00, 6g at 20:00..pump was paired successfully with a test meter. An ezcarb bolus was performed from the meter. The I:c ratio from the pump was correctly displayed on the test meter on the ezcarb screen. Battery compartment is cracked above the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.